Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge, then resumed insulin to resolve the issue.